Event description:
Lilly case ID: (B)(4). This solicited case reported by a consumer via a patient support program (psp), concerned a (B)(6) (at the time of initial report) female patient of unknown ethnicity. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 30/70, cartridge), via a reusable pen device (humapen ergo ii), at 60 international units in morning and 30 international units in evening, twice daily, subcutaneously, for diabetes mellitus, beginning on an unknown date (reported as many years ago). Sometime in dec-2019, while on human insulin 30/70 treatment, her humapen ergo ii device was stuck and it did not dispense insulin (pc number: unknown and lot number: 1806d03) due to which she suffered from high blood glucose, her blood glucose reached 400- 500 mg/dl (range not provided) for which she was hospitalized sometime in dec-2019 and was discharged on 03-jan-2020 to normalize her blood glucose. Information regarding additional corrective treatment was not provided. She was recovering from the event of blood glucose while had not recovered from missed dose. Human insulin 30/70 treatment was continued. The operator of the humapen ergo ii device and his/her training status was not provided. The humapen ergo ii device general model duration and suspect humapen ergo ii device model duration of use was not provided. The humapen ergo ii device was discontinued and its return status was not provided. The reporting consumer did not relate the events to human insulin 30/70 treatment while related the events with its humapen ergo ii device. Edit 16-jan-2020: upon review of information received on 04-jan-2020, discharged date was changed to 03-jan-2020. No other changes were done. Edit 28jan2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 12feb2020: additional information received on 11feb2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4) associated with lot 1806d03 of humapen ergo ii device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement(s) dated 12feb2020 in the field. No further follow-up is planned. Evaluation summary a female patient reported that her humapen ergo ii device was stuck, and it did not dispense insulin. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1806d03, manufactured june 2018). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to pen jam issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case reported by a consumer via a patient support program (psp), concerned a (B)(6) year-old (at the time of initial report) female patient of unknown ethnicity. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 30/70, cartridge), via a reusable pen device (humapen ergo ii), at 60 international units in morning and 30 international units in evening, twice daily, subcutaneously, for diabetes mellitus, beginning on an unknown date (reported as many years ago). Sometime in (B)(6) 2019, while on human insulin 30/70 treatment, her humapen ergo ii device was stuck and it did not dispense insulin (pc number: unknown and lot number: 1806d03) due to which she suffered from high blood glucose, her blood glucose reached 400- 500 mg/dl (range not provided) for which she was hospitalized sometime in (B)(6) 2019 and was discharged on (B)(6) 2020 to normalize her blood glucose. Information regarding additional corrective treatment was not provided. She was recovering from the event of blood glucose while had not recovered from missed dose. Human insulin 30/70 treatment was continued. The operator of the humapen ergo ii device and his/her training status was not provided. The humapen ergo ii device general model duration and suspect humapen ergo ii device model duration of use was not provided. The humapen ergo ii device was discontinued and its return status was not provided. The reporting consumer did not relate the events to human insulin 30/70 treatment while related the events with its humapen ergo ii device. Edit 16-jan-2020: upon review of information received on 04-jan-2020, discharged date was changed to (B)(6) 2020. No other changes were done. Edit 28jan2020: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added.